Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device evaluated by MFR: will not be returned to manufacturer.

Event description:
Caller tested 2.9 inr, 2.1 inr, 2.1 inr, and 1.9 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system, however test strips have been discarded; replacement was sent.